Manufacturer narrative:
Submit date: 05/13/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports that the gauze has excess material coming off of it. The customer states that even a small amount of manipulation is causing airborne lint that is falling onto the patient in the area of the procedure. Product was not unfolded.

Manufacturer narrative:
A device history record review of the reported condition confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Two samples were returned for evaluation; there were some small fabrics on one sample. Based on the investigation and analysis, the root cause was identified as the gauze roll is slit by first crushing then cutting which generates some tiny lint + fraying on the cutting edge of the slitting roll. The actions taken by the suppliers are to improve the cutting and folding method. The complained batch was made prior to the actions taken. This complaint will be used for trending purposes.